Event description:
The customer reported that the audio alarm on the device was nonfunctional. The nellcor puritan-bennett customer support engineer inspected the device and tightened the wire terminals on the ac power switch. No parts were replaced. The unit passed extendeed self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.